Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46-47 mg/dl. Carbohydrates were consumed to address bg. Customer alleged low bg was due to the basal iq software not working as intended. A system check was performed and it was confirmed that the basal iq software and pump were working as intended. Customer confirmed the pump was performing as intended.